Event description:
I had the tubal coils essure put in (B)(6) 2013. Since then, sexual intercourse is extremely painful and I get infections from it which is not normal. Sex should not be painful and only started after I've had the essure. I know have daily pelvic pain and bloating. And now I am afraid to have sex. So psychologically it's taken a toll as well. Now the future looks grim and the drs. Don't tell you that to get these nasty coils out you will more than likely have to have a hysterectomy. This product is danger to all women.